Event description:
The subject device was sent to an olympus service center for annual inspection. During inspection and testing, a gap was found in the adhesive at the distal end and there was a crack on the distal end of the device. There was no harm or user injury reported due to the event.

Manufacturer narrative:
During inspection and testing, a gap was found in the adhesive at the distal end and there was a crack on the distal end of the device. A review of the device history record found no deviations that could have caused or contributed to the adhesive peeling and the crack on the distal end. The device shipped according to specifications. Based on the results of the legal manufacturer's investigation, it is likely the adhesive on the distal end peeled and the distal end was cracked due to reasons similar to other damage found on the device. It could not be determined whether stress, handling or other issues caused the peeled adhesive and crack. A definitive root cause of the reported issue could not be identified. The device's instruction manual provides the following, which may help to identify the issue: "preparation and inspection: inspection of the endoscope: inspect the external surface of the entire insertion section including the bending section and the distal end for dents, bulges, swelling, scratches, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device. In addition, the up/down knob cannot be locked securely due to wear of the forceps elevator lever, the paint on the suction cylinder was peeled due to deterioration caused by handling, there was evidence of water infiltration and corrosion, there was a leak due to the crack on the distal end, the acoustic lens was damaged due to handling, and the connecting tube was scratched due to handling. Per the legal manufacturer, these device defects have no potential to cause or contribute to death or serious injury if the malfunctions were to recur. Investigation activities have been opened to manage the actions related to this issue and any required MDR reporting.